Event description:
A nurse manager reported that during an intraocular lens (iol) implant procedure, experiencing loading/delivery issues grabbing the haptic with the injector. The tech was explaining that the injector does not always click and the plunger pushes over the lens, scratching it, at times. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).